Manufacturer narrative:
H10: e2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following description is found in the instruction manual "preparation and inspection_inspection of mela head". Check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Confirm that there is no looseness or rattling of the scope mount when the scope mount is operated. IFU applicable part the following descriptions are found in "caution" in the instruction manual "care, storage, and disposal_care of external part and cover glass_care of external part and cover glass". Do not use a hard cloth, etc., which may scratch the cover glass. IFU applicable part chapter 3 preparation and inspection do not connect or disconnect the video connector while the power switch is on. Doing so may destroy the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, scratches on the lens of the main unit and corrosion on the video connector and electrical contacts. There were no reports of patient involvement.